Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer received juice, sugar and or food by a third party for treatment. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. A visual inspection has been performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 3 (paired state). Performed sim vivo testing ( testing puck¿s electronics) on the returned sensor and the test failed. The sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The returned battery was measured to be within specification. Sensor was reprogrammed and was activated with a new unused battery in order to perform an accuracy test. However, the accuracy test failed. The solder of the asic chip (application specific integrated circuit) was then re-flowed in order to perform another accuracy test. Accuracy test passed indicating that all electronics are functioning properly. It was determined the cause of the analog front-end failure was due to a poor solder joint between the application specific integrated circuit (asic) and the printed circuit board (pcb). Therefore, this issue is confirmed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.